Manufacturer narrative:
(B)(4).

Event description:
It was reported that stent damaged occurred. The target lesion was located in the mildly tortuous and moderately calcified unspecified location. The 28 x 2.25 promus premier¿ drug eluting stent was advanced to treat the lesion. However, the device could not cross the lesion. During an unspecified time in the procedure the 28 x 2.25 promus premier¿ came into contact with a previously implanted unspecified stent. Following this, it was noted that the 28 x 2.25 promus premier¿ was lifted. There was no stent damaged observed to the implanted stent. The procedure was completed with another of same device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Corrected: device lot number from 16874067 to 16837431. Device expiration date; from 08/25/2015 to 08/11/2015. Device manufactured date from 04/13/2014 to 04/03/2014. Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found the stent had moved distally on balloon and the crimped stent was damaged throughout its whole length. The stent struts appeared bunched as a result of the distal stent movement. The bumper tip of the device showed no signs of damage. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. The stent was found to have moved on the balloon however crimp markings were evident on the entire length of the balloon wall indicating overall crimp contact between the coated stent and balloon. A visual and tactile examination found multiple kinks along the hypotube shaft. A visual and tactile examination found no issues with the shaft polymer extrusion profile. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical and/or procedural factors.

Event description:
It was reported that stent damaged occurred. The target lesion was located in the mildly tortuous and moderately calcified unspecified location. The 28 x 2.25 promus premier¿ drug eluting stent was advanced to treat the lesion. However, the device could not cross the lesion. During an unspecified time in the procedure the 28 x 2.25 promus premier¿ came into contact with a previously implanted unspecified stent. Following this, it was noted that the 28 x 2.25 promus premier¿ was lifted. There was no stent damaged observed to the implanted stent. The procedure was completed with another of same device. No patient complications were reported and the patient's status was good.